Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports he experienced ineffective stimulation and he underwent surgical intervention to explant his entire scs system. The patient is unable to remember the date of surgical intervention. Date of event is unknown.